Event description:
Reporter stated that patient received the following results on the inform ii system compared to lab result within 1 minute: hi (result > 600 mg/dl) (inform ii meter) and 115 mg/dl (lab). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
Device not tested.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.